Manufacturer narrative:
The customer¿s report of a leak at the y-site was confirmed. Visual inspection of the set noted damage on the top of the piston of the fourth smartsite port consisting of a tear going across the existing piston slit. The damaged piston was removed from the smartsite for further inspection under magnification; no further damages were observed. Functional and pressure testing confirmed leaking from the tear. The root cause of the damaged piston was not identified.

Manufacturer narrative:
Gtin/UDI number for item 11426965, lot 17045530 is (B)(4). The affected product has been received. A follow up report will be submitted with investigation results.

Event description:
The customer reported that when administering an IV push medication via a syringe, fluid leaked from the patient-side y-port. There was no patient harm.